Event description:
It was reported that during ICD change-out procedure for eri, externalized conductors were observed on the lead. Lead remains implanted. Patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.